Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to gather the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's drg lead located at l5 had migrated. As a result, the lead was explanted and replaced to address the issue.